Manufacturer narrative:
H4, 6. Info anticipated, but unavailable at this time.

Event description:
It was reported that the ring broke prior to using it in a lap colon procedure. Another one was opened to continue the case. There was no consequence to the pt.